Manufacturer narrative:
Root cause: user error/training. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 600 mg/dl. Reportedly, the pump shutdown due to normal battery depletion, and due to the pump battery not being charged by the customer. The pump was powered back on, and a correction bolus was delivered to address elevated bg. Customer continued to use the pump for insulin therapy.